Manufacturer narrative:
The pt has resumed pump use with no issues. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt was admitted to the hospital with an elevated blood glucose level (955mg/dl) a fever and dehydration. The pt was discharged from the hospital on (B)(6)2010.